Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that that they turned the ins off this morning prior to surgery. When they tried to use the patient therapy application to turn stim back on after the surgery then the application displayed a message indicating that all internal data had been lost. Prior to calling the caller indicated that they contacted the doctor about this issue and were referred to the manufacturer's tech service (ts). Ts had the caller attempt to interrogate the ins using the patient application and they got the same internal data has been lost message. Ts walked the caller through using the clinician application. When the caller attempted to interrogate the ins the application displayed two serial numbers, (B)(4) and (B)(4). The caller selected (B)(4) and advanced in the application. The clinician application connected to the ins, the patient and system information was completed. The caller went to the therapy settings and it showed that the therapy was off, the caller increased the amplitude for program 1 to 0.4v, where the device was set prior to surgery according to the caller. The caller ended the clinician application session. The caller confirmed that they were able to interrogate the ins using the patient application. The caller turned stim off and then back on using the patient application. The troubleshooting steps that were taken on the call resolved the issue.